Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-12848 (B)(6). It was reported the patient experienced re-occlusion. In (B)(6) 2016, a 2.1mm jetstream® xc atherectomy catheter and a 1.85mm jetstream® sc atherectomy catheter were selected for an atherectomy procedure in the right mid to distal superficial femoral artery. The target vessel had 90% stenosis, reference vessel diameter of 4 mm, length of 140 mm and classified as a tasc ii c lesion. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2017, the subject was noted with right superficial femoral artery restenosis. In (B)(6) 2017, 337 days post index procedure, during the 12-month follow-up visit, the subject complained of moderate claudication in the right leg. Angiography revealed restenosis in the right proximal to distal superficial femoral artery, with 99% lesion stenosis, reference vessel diameter of 4.5 mm and lesion length of 200 mm. The subject was referred for revascularization of the target leg (right) on a later date. In (B)(6) 2017, the subject was hospitalized for further treatment. 362 days post index procedure, the 99% restenosis in the right proximal to distal sfa was treated with percutaneous transluminal angioplasty, resulting in 25% final residual stenosis. Outcome of the event was considered not recovered/ not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the 99% restenosis in the right proximal to distal sfa was treated with percutaneous transluminal angioplasty using a 6 x 40 mm and 5 x 250 mm saberex balloon, resulting in 25% final residual stenosis. On (B)(6) 2017, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.